Event description:
It was reported that unacceptable capture thresholds, increased pacing and hv lead impedance were seen on the ventricular lead. The physician conducted isometric testing, but no signs of lead noise were found. The physician plans to monitor the lead until a replacement can be scheduled. The patient was asymptomatic.

Manufacturer narrative:
No medwatch form was received.